Manufacturer narrative:
The product was not received at the investigation site for this complaint report; visual inspection or functional testing could not be conducted. The reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during vitrectomy surgery, a small perfluorocarbon bubble entered the infusion line of the ophthalmic console while exchanging perfluorocarbon liquid to air, likely contaminating the air valve within the cassette. As a result, when air was activated, it did not flow through the cannula. The cassette and infusion line were replaced to resolve the issue. The procedure details and patient impact have not been provided. Additional information has been requested, and none has been received till date. This report pertains to cassette involved in reported events.